Manufacturer narrative:
The system support log was reviewed with no anomalies or warnings identified. Based on the support log review, the physical device was not needed for investigation.

Event description:
The health care provider reached out to ulthera on september 15, 2016 stating they had an adverse event, but did not specific the event details. On 11/21/2016 the health care provider reported the patient is having headaches after having the forehead region treated (B)(6) 2016 with objective to elevate brows. The patient subsequently developed "thunderclap headaches" associated with nausea and sweating. The patient is being treated by a neurology specialist who stated the ultrasound may be responsible for stimulation of the trigeminal nerves and the trigeminal ganglion, causing the reported symptoms.